Manufacturer narrative:
The investigation has started but is not yet concluded. The result will be submitted in the follow up report.

Event description:
It was reported that the ics was burned and smoking. The fire department was called. There was no injury reported and no patient involvement.

Manufacturer narrative:
Draeger evaluated the ics (infinity central station) and found the sata cable connecting the dvd driver had burned. There was no report the fire was not contained within the device. The device did not show any signs of external fire damage confirming it was contained within the device. The sata cable supplier identified there was inadequate contact force between the sata power cable and the dvd drive. The sata cable was redesigned to improve the contact force between the sata cable and dvd driver. There was no patient involvement. However if this were to recur during patient involvement, real-time patient monitoring is not affected. The bedside monitor will continue to monitor the patient and alert the user. Risk of fire is minimized by the design meeting iec 60950-1 standards. The risk of ignition and the spread of flame, both within the equipment and to the outside is reduced by the appropriate use of flame retardant materials and components and by suitable construction of the cpu housing.

Event description:
It was reported that the ics was burned and smoking. The fire department was called. There was no injury reported and no patient involvement.